Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure using the evac 70 xtra hp and coblator 2 sys, the controller would not form a plasma field. The procedure was ultimately completed with a competitor's bovie product. There were no significant delays or pt complications reported as a result of this event.